Event description:
The duett sealing device was deployed following a diagnostic cerebral angiogram (via a 5f sheath in the right common femoral artery). The deployment was remarkable as blood return was noted on first aspiration, but no blood returned was noted after sheath was withdrawn. The pt complained of pain within 15 min of deployment, and had a cold, pulseless lower right leg. A post deployment angiogram showed the original arterial puncture to be in the superficial femoral artery (below the femoral bifurcation). A contralateral angiogram confirmed an arterial occlusion, which was treated with heparin. The pt also underwent a surgical thrombectomy, and pulses were restored.